Event description:
It was reported that a medical facilities dell x50 hand held device was repeatedly displaying an error message stating "unrecognized card, enter the name of the device driver for this card. For info, see the card manufacture" and that the textbox below the message stated "unk name in socket 1" troubleshooting steps were performed and were unable to resolve the issue. The product was returned to the MFR and is currently awaiting analysis.